Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was unable to confirm the information related to the occurrence of the phenomenon from the investigation results. Thus, we could not identify a probable cause. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a 315. The device was inspected before use and the issue was found during preparation for use for an unknown diagnostic procedure. There were no delays reported and the unknown diagnostic procedure was completed. There were no reports of patient harm.